Manufacturer narrative:
The device was disposed of and is not available for return. The chief medical officer for tenex health spoke with the doctor using the device and found that microtip had been in use for approximately 5 minutes. The microtip was in contact with bone and the doctor stated he used a back and forth movement instead of an axial motion. The microtip was not inspected at the conclusion of the procedure and the doctor was unaware of the retention of the needle in the patient. Upon finding that the needle was retained in the patient surgery was performed and the needle was removed through an incision. Based upon the conversation with the doctor and previous evaluations of devices returned for similar failures, the failure cause is determined to be material fatigue caused by user error. The microtip is not to be used on or against bone or hard tissue. In addition, lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions.

Event description:
Per the information provided, the doctor had performed a hip/ glute procedure using the tenex health tx2 microtip. A week post-procedure the patient saw the doctor and stated she still had pain. The doctor had an MRI done on the patient and at that time it was found that the needle had broken off from the microtip and was in the patient. The patient was brought back in for surgical removal of the needle. One week post removal of the needle the patient is reported as doing fine.